Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced hyperglycemia (no specific symptoms reported) and was taken to the emergency room. The cgm reading was low and the bg reading was around 600 mg/dl. The patient´s pump was not providing insulin due to the inaccurate readings. At the emergency department (ed) the patient was treated with IV insulin. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.